Event description:
Physio-control has been notified of litigation that has been filed alleging that the attempted use of a lifepak® 500 automated external defibrillator may have caused or contributed to the wrongful death of an adult male who collapsed while playing racquetball. It has been alleged that, when the (B)(6) employee attempted to use the device, there were no defibrillation electrodes with the device and the device could not be used to treat the patient. The serial number of the device has not been reported. No other details have been reported.

Manufacturer narrative:
(B)(4). Physio-control has performed a clinical evaluation on the reported event and has determined that the device use may have contributed to the death of the patient due to use error. The device did not have defibrillation electrodes available. The operating instructions do state to make sure that all necessary supplies and accessories (such as properly-maintained batteries and therapy electrodes) are readily accessible. The device has not been returned to physio-control for evaluation.